Event description:
Total hip arthroplasty, surgeon cemented a cup liner into the acetabulum instead of a cup.

Manufacturer narrative:
The device is not available for evaluation as it is still implanted. If additional information is provided, the evaluation results will be submitted in a supplemental report.